Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump alarm with nothing on the display is a main board failure; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an alarm, but nothing displayed on the screen. Res volume 90.2ml, cont rate 2.0ml per hour, volume given 0.8ml. No adverse patient effects were reported by the customer.